Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported erosion occurred and the device ruptured the skin. The area of concern was the pump pocket. No infection was mentioned on the call. It was reviewed the patient noticed the issue, but the pump actually started breaking through the skin saturday ((B)(6) 2017). It was noted as a gradual change in therapy/symptoms. Event date was noted as (B)(6) 2017 (maybe two weeks ago). It was noted the patient does not have a healthcare professional (hcp) and requested listings. Additional information received from a consumer on (B)(6) 2017 reported blistering in the pain pump area. It was noted that the blistering part that was on the patient's pump started opening and has been oozing out. It was noted they talked to a hcp who used to take care of the patient where they lived before that stated the patient needed to be seen today ((B)(6) 2017) and at least as a minimum get an antibiotics. The patient wanted to know what hospital to go to. It was noted that the patient stated prior managing hcp stated they needed to be seen by manufacturer representative (rep). The medication related to this event was compounded baclofen 3000mcg/ml for a total dose per day of 421.5mcg/day. It was reviewed to consider going to the emergency room where hcp can request rep if appropriate, and that it would be the hcp discretion on what steps to take with the patient once they arrive. It was noted a call and voicemail was left for a rep and they may or may not call the patient. The patient has an upcoming appointment on tuesday ((B)(6) 2017) with new hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient's pump was dislodged and started to come through the skin. The patient then got an (unspecified) infection. On (B)(6)2017 or (B)(6)2017, the patient¿s pump was explanted and not replaced. When the pump was removed "they found remainders of the catheter" which were also removed. On (B)(6)2017, the patient was recovering from surgery and had no pump implanted. At that time, the patient was adjusting to oral baclofen and the patient reported that their catheter could be replaced in approximately 2 weeks. As of (B)(6)2017, the resolution of the reported events was unknown. No additional information was provided. No further complications were anticipated/reported.